Event description:
It was reported that the customer went to her clinic because she was experiencing low blood glucose levels. The caller asked us to call the customer to replace her insulin pump. Spoke with the customer, and advised that her insulin pump would be replaced. The customer also mentioned a hospitalization this past year while she was overseas. However the customer didn't remember any details. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.